Event description:
It was reported that catheter break occurred. The 70% stenosed target lesion was located in the non-tortuous and severely calcified left lower limb. An angiojet solent omni was selected for use. However, during unpacking, a crack on the catheter 30cm away from the end of the catheter was noted. Moreover, check saline supply error was also reported. The procedure was completed with another of the same device. There were no patient complications reported and patients status was stable. It was further reported that no error message occurred.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The shaft showed a kink located 95cm from the tip. Functional testing was competed per the instructions for use. The device was inserted into the ultra drive unit console and the device would not prime. The error of check saline supply was illuminated on the console. The device pressure could not be verified, as the device would not complete the prime cycle. Dissection of the kinked area showed a broken/separated hypotube. With a broken hypotube the device would not function due to a low-pressure failure. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that catheter break occurred. The 70% stenosed target lesion was located in the non-tortuous and severely calcified left lower limb. An angiojet solent omni was selected for use. However, during unpacking, a crack on the catheter 30cm away from the end of the catheter was noted. Moreover, check saline supply error was also reported. The procedure was completed with another of the same device. There were no patient complications reported and patients status was stable.